Manufacturer narrative:
Concomitant medical products: 7122q, lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged. The ra lead was repositioned and remains in use.  No patient complications have been reported as a result of this event.